Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5060889. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7072811.

Event description:
It was reported that following an implant procedure, as the patient was waking from the post anesthesia care unit the patient slowly began losing function in the right leg and was not able to move it. The decision was made to take the patient back to the operating room and explanted the entire system. A CT scan was taken and the result revealed unremarkable as per physician. After the system was explanted, the patient began to regain function of her leg.